Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer reported a poor arterial line waveform and no fiber optic waveform available. The insertion was reported to be axillary, which is not the method described in the device instructions for use. It would flush and aspirate, but the pressures were altered and very inaccurate. The customer was advised to move the arterial line to the radial arterial line. This worked; they were able to zero and resume pumping. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period feb-20 through jan-22 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).